Manufacturer narrative:
G2: the country of the event is germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via distributor who was implanted with an implantable neurostimulator (ins) for back pain. It was reported that the patient had a reduction or loss of therapy effect and pain at the implant site. The patient reported that for back pain, the neurostimulator (after surgery) helped them for 1 month and 1 day. The device works quite well, but they still have more pain than before and it is no longer bearable. Now, the box is at the bottom where the cables are attached, one side of it is under the muscle and the other side it stands out, so that it is more and more uncomfortable for them. Advised caller to contact the hcp in order to check the situation; also emailed caller to ask for more complaint relevant details. Patient has been notified that they should call back if their issue is not resolved permanently.